Manufacturer narrative:
External insulation abrasion were noted at rv cables lumen due to friction to another device or feature of the heart was noted at 27.8cm to 28.1cm from the distal tip. The rv cables etfe coating was intact and the inner coil was not exposed in the abrasion region.

Event description:
It was reported that the patient presented in-clinic for implantable cardioverter defibrillator check on (B)(6) 2017, following an emergency room visit. Upon interrogation, low impedance and noise was noted on the right ventricular lead. It was suspected that the lead was fractured. There were no reported adverse events. The physician explanted and replaced the lead. The patient was stable before and during the procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct, which were blank on the initial report.